Manufacturer narrative:
(B)(4). No products will be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this pacemaker dependent patient presented to the emergency room as a result of a syncopal event. System evaluation noted loss of capture on the right ventricular (rv) channel despite maximum device outputs. There was no bi-ventricular pacing observed and it was noted that the patient was in a junctional escape rhythm of 34 bpm. A revision procedure was performed and the rv fineline ii lead was removed from service and the pace/sense portion of the reliance ez lead was plugged into the rv port to obtain bi-ventricular pacing. The following day, no rv capture was noted again. Therefore, another procedure was performed and the leads were removed from service and replaced. The associated device was also electively replaced during this procedure. No adverse patient effects were reported. No products will be returned as the hospital retains them.